Event description:
As reported to coloplast though not verified, patient implanted with tension free vaginal mesh sling on (B)(6) 2008. Later patien expereinced erosion, pain, dyspareunia, and has undergone and may undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.